Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt presented with hypotension and a CT scan of the abdomen and pelvis demonstrated a large right-sided retroperitoneal hematoma with evidence of contrast outside of the right iliac limb of the stent graft; however, upon further investigation with a diagnostic aortogram, no definite abnormal extravasation of contrast material was demonstrated to suggest ongoing active hemorrhage and no definite endoleak was seen. It was felt that the most likely source of the previously documented haemorrhage was from two junction points of the right iliac limb and extender limb. The physician elected to treat the iliac limb with placement of an overlapping aneurx iliac limb 18 mm x 8.5 cm across the junction points. There was an excellent angiographic result and the pt is fine.